Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6(type of investigation, investigation findings, investigation conclusions)a getinge field service technician (fst) inspected the unit and performed troubleshooting to verify that the fiber optic connector was not damaged. The unit full functional and safety testing, including fiber optic testing, and all tests passed. The issue could not be duplicated. The unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site mail: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) optical connection not working during use. No harm or injury to the patient was reported.